Event description:
The customer reported two (2) false positive results with the determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using serum samples. This MFR. Report is report one (1) of two (2). The customer reported the patient, who was pregnant, initially tested positive on (B)(6) 2025 with a determine hiv-1/2 ag/ab combo and was administered an unknown prophylactic treatment. Three days later on (B)(6) 2025, the customer obtained lab results from confirmation testing (platform unknown) that indicated that patient was hiv negative. Additional testing was performed on (B)(6) 2025 with a determine hiv-1/2 ag/ab combo that returned a positive result. Although requested, no additional information was reported.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 and (B)(6) 2025 using serum samples. This MFR. Report is report one (1) of two (2). The customer reported the patient, who was pregnant, initially tested positive on (B)(6) 2025 with a determine hiv-1/2 ag/ab combo and was administered an unknown prophylactic treatment. Three days later on (B)(6) 2025, the customer obtained lab results from confirmation testing (platform unknown) that indicated that patient was hiv negative. Additional testing was performed (B)(6) 2025 with a determine hiv-1/2 ag/ab combo that returned a positive result. Although requested, no additional information was reported.

Manufacturer narrative:
Investigation summary testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000993118 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 lot 0000993118 and device part number 10732998 lot 990367. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000993118 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.